Manufacturer narrative:
If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the this programmer had a burning smell. This programmer would be replaced. No adverse patient effects were reported.